Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found a hole was noted near the distal bond. During functional testing,the balloon was inflated and the balloon was leaking through a hole near the distal bond. In the case of this complaint it was reported that: 'during prep on the back table a transform balloon paired with a transcend floppy and during prep test inflation with a wire, there was leakage at the distal end. They opened a second balloon and tried with both wires with same result of failure'. It is possible that the balloon was overinflated or damaged during the preparation for the procedure, resulting in the balloon leaked and balloon hole. Based on the investigation results and available information, an assignable cause of handling damage will be assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during preparation on the back table, the subject device balloon paired with a floppy wire and during prep test inflation with a wire, there was leakage at the distal end. There were no adverse consequences to the patient due to the reported event.

Manufacturer narrative:
This is 2 of 2 reports.

Event description:
It was reported that during preparation on the back table, the subject device balloon paired with a floppy wire and during prep test inflation with a wire, there was leakage at the distal end. There were no adverse consequences to the patient due to the reported event.